Manufacturer narrative:
The marathon has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this article: 2029214-2019-01029. If information is provided in the future, a supplemental report will be issued.

Event description:
Friconnet g, et al. Pre-surgical embolization of intracranial meningioma with onyx: a safety and efficacy study. J neuroradiol (2019), https://doi.org/10.1016/j.neurad.2019.05.012 medtronic literature review found reports of patient complications during or after onyx embolization. The purpose of this article was assess the efficiency/safety of pre-surgical embolization of large intracranial meningioma. The authors retrospectively reviewed the results of 44 patients who underwent onyx embolization. Of the 44 patients, 15 were male and 29 were female; average age was 57 years. - there was one case of marathon microcatheter rupture during its removal leading to a leak of onyx in the external carotid artery after the emergence of lingual and pharyngeal ascending arteries without any clinical impact.